Event description:
It was reported that a spectrum iq pump failed to detect air in line during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1. Initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported symptom of " will not detect air in line" was not reproduced. The device was tested to flow lines for an air test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.